Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The product was in excellent physical condition. Event history log (ehl) showed nothing relating to force alarms. The reported problem was duplicated during the check force reading in the biomed menu with 0 force applied; force sensor reading was out of specification; cracked boss appears to be abnormal wear. The root cause could not be determined. Actions were taken to mitigate the reported issues: recalibrated force sensor; performed calibration on the pump and it passed.

Event description:
It was reported that the pump showed that force was out of specifications - out of the box. No patient injury was reported.